Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received an "off no power" alert and did not receive a low battery alert prior. Customer's blood glucose was 374 mg/dl, which was treated with manual injection. During troubleshooting, customer reported that battery was not previously used, and insulin pump was not dropped or bumped. Troubleshooting was also performed for blank display and it was found that contacts were not missing or damaged. Customer was advised to remove battery for two hours, monitor insulin pump and to call back if issue was not resolved.